Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks for rapid atrial fibrillation with rapid ventricular response. Charge timeout due to the repeated shocks was also noted. No programming changes were made, and the patient will continue to stick with scheduled medications. The patient was sent home afterwards.